Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/16/2023, it was reported by a sales representative via email that an ar-2923ps peek pushlock flag was detached from the pushlock upon opening it. The sutures and anchors appeared normal, so the surgeon inserted the implant. When the pushlock was being unscrewed, it was noticed that the suture tape had been cut, and the anchor eyelet had pulled out of the prepared bone while the anchor itself remained implanted. The eyelet and the broken sutures were retrieved from inside the patient. Another ar-2923ps peek pushlock was opened, and it was noticed again that the flag was not connected. The anchor was not used as the surgeon was not willing to risk the same outcome as the previous anchor. The case was completed with a third ar-2923ps peek pushlock, which had the flag attached. This was discovered during a shoulder labral repair procedure on (B)(6) 2023.additional information received on 8/30/2023:there was a ten-minute delay while the surgeon was determining whether or not to implant the second faulty anchor and how to continue the case. No additional anesthesia was administered to the patient due to the delay. After the incidents, the procedure was completed successfully.